Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received reporting that the cause was not determined. No actions/interventions were taken and the issue was not resolved. This was confirmed with the physician.

Manufacturer narrative:
Date of the event (B)(6) 2019 is an estimate. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the device was placed in both the globus pallidus and the hypothalamus, but out of regulation (oor) was displayed on the device placed in the globus pallidus since early september. Patient had been instructed by the physician to check once a day, and "oor" seemed to appear at that time. It was indicated that "oor" had been displayed since (B)(6) 2019, and it disappeared naturally in (B)(6) 2020, but adjustment was performed during the outpatient visit in (B)(6). In (B)(6), the "oor" began to appear again, and adjustment was performed on (B)(6) 2020. The oor had not appeared for a while, but it recurred from (B)(6) 2020. Device settings were as below; amplitude (v): not specified pulse width (us)): not specified impedance (ohm): 916 rate (hz/pps): not specified polarity (uni or bi): unipolar electrode# for anode: c electrode# for cathode: 0 usage (hrs/day): 24hrs. There was no telemetry data because it was difficult to obtain since it was at the physician's hand. No known factors that may have led to or contributed to the issue were reported. No particular interventions have been done and the issue was not resolved at the time of the report. No surgical intervention occurred but it was unknown if one had been planned. There was an impression that the effect was decreasing.